Event description:
The customer stated that falsely elevated architect ca 19-9xr results were generated for a patient being monitored over several months. Architect ca19-9xr values were above the reference range while the roche ca 19-9 value was within the reference range. Ultrasounds and endoscopies were performed on the patient and results were normal. No patient injury was reported. Patient ID (B)(4): history of results on the architect instrument: (reference range 0 - 37 u/ml): (B)(6) 2011: 23.64 u/ml, (B)(6) 2012: 60.91 u/ml, (B)(6) 2012: 57.33 u/ml, (B)(6) 2012: 67.69 u/ml, (B)(6) 2012: 74.76 u/ml, roche modular electrochemiluminescence (reference range: 0 - 39 u/ml); result: 38.53 u/ml.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer did not provide patient samples for investigation. Accuracy testing was completed for architect ca 19-9xr reagent lot 12114m500. Four levels of an internal panel made from defibrinated human plasma was tested on three different architect instruments. Each level contains a known concentration of the ca 19-9 analyte. The results met testing criteria. Complaint trend review identified normal complaint activity for the issue under investigation. The customer compared results to another platform. The architect ca 19-9xr assay does not allow for method comparison as stated in the package insert. Investigation indicates that the architect ca19-9xr reagent is performing as intended. No product deficiency was identified.